Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Pfc sigmarp stb tb in 4 10.0, product code:-962141, lot no:-3507090, quantity of manufactured-(B)(4), date of manufacturing- 31-aug-2012, expiry date- august 2017, any anomalies or deviations identified in DHR: n/a, IFU reference: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: pfc sigmarp stb tb in 4 10.0, product code:-962141, lot no:-3507090, quantity of manufactured-(B)(4), date of manufacturing- 31-aug-2012, expiry date- august 2017, any anomalies or deviations identified in DHR: n/a, IFU reference: (B)(4). Device history review ==> a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified. Added: d10 concomitant. Corrected: h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient presented with increased pain, redness, and mild erythema. IV antibiotics was started for treatment of possible cellulitis. Affected side: right knee.